Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose reached 52 mg/dl due sleeping on her transmitter to having no cgm readings throughout the night, customer consumed glucose tablets and drank juice to address the issue. Reportedly, the customer continued using the existing cartridge for insulin therapy.